Event description:
It was reported by the customer "bedside rn documentation on (B)(6) at 2100 capped port was flushed and tubing noted to be leaking. Port saline locked, de-accessed and re accessed with new needle. No progress note written about event. Unknown if md was notified. Product not saved. Cat is aware of several port tubing breaks on 20g 3/4" needles at lower "y port". Port first accessed on (B)(6) 2025. Patient currently still accessed and inpatient with no issues with current needle tubing. Patient did have to get her port re-accessed again. No adverse event or serious injury.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.